Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an accessory pathway ablation procedure with an ez steer¿ bi-directional electrophysiology catheter and thermocool® sf bi-directional catheter and suffered a cardiac tamponade. During the accessory pathway procedure, a cardiac tamponade was detected. There is no information regarding interventions, extended hospitalization, patient outcome, factors that may have contributed to the adverse event, or the physician¿s causality opinion. There were no errors reported on any biosense webster, inc. Products or equipment during the procedure. There is no information regarding transseptal puncture, sheath, generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow rate, or anticoagulation during the procedure. This was not a carto system case, as the catheters were non-navigational.